Manufacturer narrative:
A report is being submitted for this returned 777f8 swan catheter due to evaluation findings. Report of balloon issue was confirmed. Catheter balloon was found to be torn from proximal and distal bonding sites. Balloon latex was found in the distal connector of the contamination shield. Balloon edges at the torn locations appeared to match up. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body or returned syringe. A device history record review was completed and documented that the device met all specifications upon distribution. Swan ganz catheters manufacturing process, visual aids, and drawing specifications indicate step by step how to assemble the balloon and meet all balloon assembly criteria. Manufacturing mitigations include visual and dimensional inspections of the balloon while it is inflated, and a sampling of deflation time rate. Edwards also provides guidance and instructions on device prep, and proper insertion techniques in the instructions for use (IFU), including balloon integrity inspection, balloon inflation capacity, syringe size, and warnings and instructions on how to avoid balloon rupture. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect that would have contributed to the reported event was identified.

Event description:
It was reported before use that the 777f8 swan balloon would not inflate when testing before placement. There was no patient injury.